Manufacturer narrative:
Other text: device evaluation: one cadd ms3 pumps was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer reported problem was confirmed. According the investigation, during testing, the pump alarmed error code 112 on the screen display and failed leadscrew testing. The investigation reported that the error code 112 indicates a problem with motor issue. It determined that the motor was inoperable and the root cause of the issue. Therefore, the motor will be replaced, and the front housing will also be replaced as part of the repair process. The problem source of the reported problem is unknown.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that there was a system fault. This occurred during testing. There was no patient involved.